Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and customer was admitted to the hospital. Customer declined to provide further information and declined follow up.